Manufacturer narrative:
The field service engineer (fse) noted a very large amount of yellow, slime-like material within the tubing. The fse disassembled the flowcell and noted the yellow material was also in the cell drills between the ports. The fse thoroughly cleaned the flowcell with 10% bleach and flushed the carbon bridge with reference solution. The fse completed calibration within normal ranges. The unit conformed to the MFR's specifications and was returned to operation. System flowcell. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for additional reportable events.

Event description:
The affiliate reported the customer alleged low sodium (na) results for several pts, involving unicel dxc 600 synchron system. The pts' results were 10-12 mmol/l lower than expected. The erroneous results were released out of the lab. There was no report pt injury. There has been no report of change in pt treatment associated with this event. The field service engineer (fse) traveled to the facility to assess the unit.